Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the type of material was unable to be specified. Additionally, no physical damage was confirmed at the place where the foreign material remained. There were no deviations from the instruction manual in the reprocessing steps at the material residue point. Therefore, a definitive root cause could not be determined. The event can be detected and prevented by following the instructions for use (IFU). Instructions for evis lucera gif/cf/pcf type 260 series operation manual chapter 3, ¿preparation and inspection¿ describes how to detect the subject event. Instructions for evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3, ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the nozzle of the evis lucera colonovideoscope had foreign material. There were no reports of patient involvement.